Manufacturer narrative:
The reported event of an over infusion programmed without a hard limit could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. The customer determined that the reason for the programming of a medication without a hard limit was due to an incorrect version of the dataset loaded into the pcu. The pcu event logs and the two datasets were not returned to verify that this is indeed what happened.

Event description:
The customer reported a propofol infusion was programmed to run at 85mcg/kg/min despite that being outside of the hard limit for the current data set. It was later reported the event device had an older software version running that did not have a hard limit on propofol. There was no harm to the patient. The customer had initially requested a log review to confirm the data set that was in place and the programming at the time of the event. Because the software version is now understood to be the root cause, the customer has declined any further investigation.